Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe was found damaged before use, with the plunger already activated. The following information was provided by the initial reporter, translated from portuguese to english: "syringe is with its device damaged. Customer informs that plunger is coming already activated. Noticed before use on the patient. The issue was identified when performing a test with the material."

Event description:
It was reported that the bd solomed¿ syringe was found damaged before use, with the plunger already activated. The following information was provided by the initial reporter, translated from portuguese to english: "syringe is with its device damaged. Customer informs that plunger is coming already activated. Noticed before use on the patient. The issue was identified when performing a test with the material."

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.